Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a reconstructive breast surgery with an unspecified mentor breast implant and suffered from a left side device extrusion. The type of the device involved is unknown. The common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. As a result, the patient had undergone removal on (B)(6) 2021.

Manufacturer narrative:
On 8/3/2021, it was reported to mentor that the affected product was mentor memorygel breast implant 650cc, catalog number is 3506501bc, lot number 7376351. A manufacturing record evaluation was performed for the finished device 7376351 number, and no non-conformances were identified. On 8/3/2021, the product was returned to mentor for evaluation. On 8/15/2021 , mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the gel 650cc returned device. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).